Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument branches have moved slightly out of the black shaft, so that they get stuck at the corner of the shaft, making it difficult to pull the instrument out. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip where the proximal clevis is installed. A piece measuring proximately 8,0mm x 6,0mm was not returned with the instrument, and the adjacent components to this broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause of the dislodged proximal clevis and the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.